Manufacturer narrative:
Lot/serial: 13516619, (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an impending rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt261412j/13516619) was deployed, followed by contralateral leg and iliac extender components being implanted in the left side. After all the endoprostheses were successfully deployed, intra-procedure imaging was run, revealing proximal type I endoleak. It was reported that the patient¿s proximal neck has approximately 90 degrees of angulation. The procedure was concluded with a wait-and-watch approach taken to the endoleak. Later in a follow-up study, the proximal type I endoleak still remained with aneurysm enlargement of 3 mm. On (B)(6) 2018, a reintervention was performed to treat the persistent proximal type I endoleak, whereby two aortic extender components were implanted proximal to the trunk-ipsilateral leg component. The endoleak was resolved, and the patient tolerated the procedure.